Event description:
As part of a retrospective complaint review associated with an investigation of low impedances events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. It was reported to manufacturer that the vns pt had a major fall and following the fall, the pt could no longer tolerate stimulation due to painful stimulation, feeling that the device was constantly stimulating at times, and experiencing severe coughing during stimulation. System diagnostics performed following the fall revealed a dcdc code of "0", and end of service status was set to no. X-rays were sent to manufacturer to review, and there were no lead discontinuities identified. The physician opted to disable the device as intervention, and the adverse events resolved. The device remains off and still implanted in the pt.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device malfunction is suspected but did not cause or contribute to a death.